Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin on the cardio profiler compared to the hospital lab. Elderly female patient went to the emergency department complaining of chest pain and shortness of breath. Patient was admitted to the ICU and was not discharged. Pt admitted to telemetry under stable conditions. The patient required critical care due to the acute impairment of vital organ systems (cardiovascular). Numerous interventions were required to prevent sudden deterioration. Blood pressure was elevated and patient was given IV hydralazine. She was also given IV levaquin for urinary tract infection. Troponin was elevated, however, patient did not verbalize any chest pain. Patient was started on aspirin and IV lopressor. Patient's heparin was held. Physician saw patient in the emergency department. Clinical impression: generalized weakness, loss of appetite, chronic renal insufficiency, uncontrolled hypertension, rule out acute myocardial infarction, clinical picture did not suggest pneumonia.